Event description:
(B)(4). I just had a hysterectomy because one of the essure coils were in my uterus.

Event description:
(B)(4). It started about a month after getting essure with discharge and has not gone away I get headache everyday and bad cramping with or without my period and there never regular I get pains in my lower abdomen and , I lost my sex drive and when I do have sex it's painful, I have hair loss that started shortly after getting essure , I look and feel bloated, lower back pain , weight gain and no matter what I try I cant loose it and the weight gained started after I got essuer and extreme fatigue.